Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in a biliary stenting procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, while the nurse pulled back fully on the handle, the stent did not deploy. After manipulating for several minutes, the physician attempted to pull back on the push catheter, and the stent was able to be deployed. In doing so, part of the guide catheter broke and remained in the stent. The physician used forceps to remove the broken piece of guide catheter from the patient. Upon examination endoscopically, he noticed that the suture was still hanging from the stent and proceeded to remove this using the forceps as well. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "no issues."

Manufacturer narrative:
Reported event of guide catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.